Manufacturer narrative:
Submit date: 11/02/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports we noticed a defect in a syringe today. It was almost like a broken tip inside the barrel, IV tech noticed it floating in the syringe as they were withdrawing medication from a vial.